Event description:
It has been reported to philips that the system failed to startup. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to start. Analysis of the system log file confirmed power related issues. During troubleshooting, the fse identified that the issue was due to the planned power outage at the hospital that made the internal ups flipped. The fse was unable to reproduce the reported issue and the system was in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was due to the planned power outage in the hospital which caused ups flipped and there was no malfunction with the philips system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.